Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure, varying r-waves and inconsistent capture were observed on the rv lead. After repositioning the lead several times, r-waves were low again and high capture threshold was observed when the lead was connected to the generator. High, out of range high voltage lead impedance was observed, indicating a possible lead fracture. The lead was replaced. No patient harm was observed.